Event description:
It was reported that electrogram (egm) review was requested for this cardiac resynchronization therapy defibrillator (crt-d) due to possible slow ventricular tachycardia (vt) and right atrial (ra) lead concerns. Upon review, technical services (ts) confirmed that there was slow vt and the right atrial (ra) lead was functioning appropriately. Small farfield signals were observed. In addition, there was intermittent p-wave undersensing followed by atrial pacing. Ts reviewed troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.